Event description:
Report received of an over-delivery. The pump was received with an unsigned note that read, "please check accuracy of rate, IV finished early". There was no tracking information to provide specific patient or event information. There was no reported adverse patient. Though requested, there was no further information available.